Manufacturer narrative:
The lead and anchor were returned for investigation. Impedance logs were reviewed and confirmed multiple disconnected and high impedance electrodes. The lead was inspected under magnification, which identified lead damage and breakage of multiple conductor cables at the anchor site. The cause of the lead damage at the anchor site could not be definitively determined. The anchor was inspected, and minor damage was found to the anchor body. The left and middle eyelets were cut, which most likely occurred during the revision procedure. The anchor passed functional testing and met the requirements for retention specification. The evoke scs clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for loss of stimulation. An impedance check confirmed high impedance issues. A lead revision was completed to replace one lead. The patient is confirmed to be recovering well with therapy restored.